Event description:
The user reported that the unit would shut down after a few minutes of operation. There was no pt involved. The problem was identified as a low capacity battery which was over 10 years old. The event is not occurring more frequently or with greater severity than is usual for the device.